Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification with accurate readings. The cannula was also split.

Event description:
The customer reported via phone call that the sensor received two calibration errors followed by a change sensor alert. Troubleshooting was initiated for the bad sensor alert. The patient's blood glucose at the time of the initial calibration error was 130 mg/dl, and his blood glucose at the time of call was 132 mg/dl. The customer's activity at the time of the alert was sitting. The sensor was inserted into the customer's abdomen; more specifically, the right side of his stomach. The customer was advised on the timing of calibrations leading to the alert and calibration protocol. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.